Event description:
It was reported that when firing, the clip applier was delivering clips that were out of alignment.

Manufacturer narrative:
Final investigation showed that the clip applier had no remaining clips, therefore, functional testing of the device was not possible.